Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The reported blood glucose was 13 mmol/l. It was stated that the customer changed the infusion set due to the elevated blood glucose, but that did not solve the issue. It was also stated that the customer had a bent cannula, and the insulin pump did not alarm with no delivery. In addition, it was reported that the insulin pump had alarmed with motor error. Troubleshooting was performed, and the insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.